Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e207 error code was present during testing. Additionally, the detection lever was found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source was presenting an e207 error code during an otolaryngology outpatient eng test. According to the initial reporter, the procedure was completed without patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e207 error could not be identified. However, it¿s likely the cause is related to a faulty emergency light. Olympus will continue to monitor field performance for this device.